Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2007. On an unk date post-operatively, the pt experienced burning upon urination. The pt was treated with cipro for five days for inflammation. No symptom improvement occurred and the pt was treated with amoxicillin during 2008. The pt also experienced post-operative constipation with no bowel movement for one week. The pt saw a procologist who suggested that the pt had inflammation and that the mesh may be in a ball. The pt was prescribed treatment of increased fiber intake. The pt also saw an allergist who advised that an allergy to the mesh was unlikely. The pt has a follow-up office visit with the surgeon soon.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.